Event description:
The date of event is unk. It was reported to boston scientific corporation on january 06, 2010 that a zero tip nitinol stone retrieval basket was used for a ureteroscopy procedure. According to the complainant, the retrieval basket did not close properly during the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure is unk." Additional pt and event info is reported to be unavailable.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, supplemental medwatch report will be filed. (B)(4).

Event description:
Note: the date of event is unknown.it was reported to boston scientific corporation on (B)(6), 2010 that a zero tip nitinol stone retrieval basket was used for a ureteroscopy procedure(patient age, gender, and weight are unknown). According to the complainant, the retrieval basket did not close properly during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is "unknown."additional patient and event information is reported to be unavailable.

Manufacturer narrative:
A visual inspection of the returned device found the basket fully open and the sheath kinked. A functional check found the handle able to fully close and open the basket with ease when operated. However, the problem encountered by the customer may have been due to the observed sheath damage. The damage is probably related to a procedural or anatomical factor encountered in the procedure. Therefore, the most probable root cause for this complaint is operational context.